Event description:
A patient underwent a left atrial appendage (laa) occlusion with lariat. When the softip sheath was removed, bloody fluid was noted, and a transesophageal echocardiogram (tee) confirmed a collection of pericardial fluid. While preparing the patient for transfer to the or, the patient became hypotensive and tachycardiac. Patient was placed on extracorporeal membrane oxygenation (ECMO) and a sternotomy was performed. A tear was located in the laa and repaired. Repair was made difficult due to heart tissue being of poor quality and friable. Last update indicated that patient was still on ECMO with plans to wean her off the following day. This was a procedural complication and there was no reported device malfunction.

Manufacturer narrative:
Case-2023-0165 - the lariat suture device was not returned for evaluation and the device history review was unable to be completed as the relevant lot number for the device was not reported or able to be ascertained.